Event description:
It was reported that the patient presented to the hospital for a scheduled right atrial (ra) lead revision. Prior to the procedure, device interrogation noted that the ra lead was pacing the right ventricle (rv). Fluoroscopy performed during the revision procedure confirmed that the ra lead had dislodged into the rv. The ra lead was successfully repositioned and reconnected to the generator on (B)(6) 2026. The patient was discharged following the procedure.